Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4) generated "low coolant" alarm was confirmed during event log review but not during power on. The probable cause of the reported complaint was due to loose connection of the white wiring from pic-16 to danfoss controller terminal. The white wire was not seated all the way into the danfoss controller terminal and it likely generated an intermittent error messages. The wire needs to be seated flushed into the danfoss controller terminal to remedy this issue. The cracked top cover deck and loose wire were likely attributed to mishandling. The reported complaint of a cracked top cover deck was confirmed during visual inspection. The cracked top cover deck was likely attributed to mishandling. Top cover needs to be replaced to remedy this issue. Other than the cracked top cover deck found on the console, a missing handle, worn out white rollers and loose casters were observed during visual inspection, unrelated to the reported complaint. These types of damages likely attributed to mishandling. The missing handle and white rollers needs to be replaced and the loose caster will be tighten to remedy these issues. During event logs review, tcm ID:06 (ce post failure) and m ID:09 (air trap assembly) error messages were recorded. The loose white wire found can generates tcm ID:06 and m ID:09. Therefore, these error messages are related to the reported complaint. The initial functional testing passed without any fault or error. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the coolant level was full on the thermogard ivtm system (serial #(B)(4) but it generated "low coolant" alarm. Also, the top case was cracked on the console. Another thermogard console was used to continue with ivtm therapy. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.